Manufacturer narrative:
Patient age at time of event and patient sex updated. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 80-90% stenosed target lesion was located in the mildly tortuous and moderately calcified proximal and mid left anterior descending artery (lad). A 10/2.25 flextome cutting balloon was used for pre dilatation. During the procedure, the balloon was passed through the proximal of a stent. The balloon was then inflated beyond the stent; however, it was noted that the balloon ruptured in the distal lad. When balloon was pulled back, it was noticed that a piece of the balloon material hung up on the wire and consequently left in the proximal radial. An attempt was made to remove the balloon material; however, once it was pulled back into the radial artery, no other devices could be advanced. The physician then attempted to snare the piece of balloon material; however the attempt failed. No patient complications reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 80-90% stenosed target lesion was located in the mildly tortuous and moderately calcified proximal and mid left anterior descending artery (lad). A 10/2.25 flextome cutting balloon was used for pre dilatation. During the procedure, the balloon was passed through the proximal of a stent. The balloon was then inflated beyond the stent; however, it was noted that the balloon ruptured in the distal lad. When balloon was pulled back, it was noticed that a piece of the balloon material hung up on the wire and consequently left in the proximal radial. An attempt was made to remove the balloon material; however, once it was pulled back into the radial artery, no other devices could be advanced. The physician then attempted to snare the piece of balloon material; however the attempt failed. No patient complications reported and the patient's status was stable.